Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range impedance on the rv coil and the superior vena cava (svc) coil. The lead had oversensing of noise. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.